Event description:
Was on bipap. Stated at approx 1530-1540 - rt and rt supervisor were walking by room and bipap was off and the patient's husband was feeding her. Rt stated that bipap was not alarming. Rt and rt supervisor went to room when rapid response called by monitor tech for change in rhythm. When rt arrived in room, bipap mask was on patient. Bipap screen was white and blank. Rt did not note bipap machine to be cycling. Rt then pushed monitor button on bipap machine and it began cycling.